Event description:
It was reported that four fibers where used in a photoselective vaporization of the prostate procedure. The first two fibers overheated and prompted an error code on the console at 7,043 joules and 3:45 minutes of use and 11,567 joules and 11:33 minutes of use. The third fiber used was opened and once removed from the sterile package it was noticed to be damaged. Upon connecting the fiber to the console, the beam was visible at the break location at 64 joules and 1:00 minute of use. A fourth fiber was used to complete the procedure without clinical consequences to the patient. This report is for the third fiber.

Event description:
It was reported that four fibers where used in a photoselective vaporization of the prostate procedure. The first two fibers overheated and prompted an error code on the console at 7,043 joules and 3:45 minutes of use and 11,567 joules and 11:33 minutes of use. The third fiber used was opened and once removed from the sterile package it was noticed to be damaged. Upon connecting the fiber to the console, the beam was visible at the break location at 64 joules and 1:00 minute of use. A fourth fiber was used to complete the procedure without clinical consequences to the patient. This report is for the third fiber.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the returned device identified a break in the fiber body between the input connector and control knob thus confirming the reported event. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed the aiming beam was present at the break location. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on analysis results, it is possible that during removal of the fiber from the packaging or set up of the device, there was excessive manipulation or bending of the fiber, resulting in the fiber body break. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, caused or contributed to the event and observed fiber damaged.